Manufacturer narrative:
The meter and strips involved in the incident were not returned for investigation. The retain strips of the specified lot were tested with a qs meter and passed testing with no failures detected. If the customer returns any complaint products, the products will be tested and a follow-up MDR will be filed.

Event description:
The patient's husband stated he went to check on her and found her soaking wet and unable to get up. After giving her a drink, he performed a blood test that showed a reading of 106. Because she appeared confused and couldn't sit up, he doubted the accuracy of the result. He called 911 around 3:35 pm and the paramedics arrived 10 minutes later. The paramedic tested the patient and received a reading of 51. They administered a sugar solution, and within approximately 10 minutes, she was able to sit up, hold a conversation and eat a peanut butter and jelly sandwich. The paramedic re-tested her, and her reading was 170. She was feeling better, but tired and was advised she could sleep, and the paramedic advised the patient's husband to check on her. She did not go to the hospital. Advised to stop using meter and strips. Replaced meter, strips and sent return label.

Manufacturer narrative:
The complaint meter and specified strips were returned for investigation on 4/2/2025. In addition to the specified complaint strips, the customer also returned strip lot 634075u, expiration 2026-07-09. On 4/10/2025, a combination of returned strips from both lots and retain strips of the specified lot were tested with the returned meter and passed testing with no failures detected.